Manufacturer narrative:
Concomitant: product ID 3389s-40, lot# va0958t, implanted: 2013-(B)(6), product type lead. Product ID 3389s-40, lot# va0958t, implanted: 2013-(B)(6), product type lead. Product ID 3708660, serial# (B)(4), implanted: 2013-(B)(6), product type extension. Product ID 3708660, serial# (B)(4), implanted: 2013-(B)(6), product type extension. Product ID 37603, serial# (B)(4), implanted: 2013-(B)(6), product type implantable neurostimulator. Product ID 37603, serial# (B)(4), implanted: 2013-(B)(6), product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4). None supplemental submitted to indicate there are no longer any associated patient, device, or conclusion codes for the patient's right implantable system.

Event description:
Additional information was received that indicated the patient developed a left frontal abscess that involved the left lead. Thus, information reasonably suggests there is no alleged complaint against the patient's right implantable system. Refer to manufacturer report #3004209178-2014-17665 for additional information.

Event description:
It was reported that the deep brain stimulator patient had developed a brain abscess after having deep brain stimulator surgery the year prior to the date of this report. It was unknown if it was related to the system or not. It was unknown when the abscess had started to develop or if any part of the deep brain stimulator system was removed or not because of the abscess. The patient was scheduled for a stage 1 re-implant of the lead on (B)(6) 2014 and stage 2 on (B)(6) 2014. No interventions or outcome were provided regarding the event. Further follow-up is being conducted to obtain the information. If additional information is received a supplemental report will be submitted.